Manufacturer narrative:
The device was returned as part of the asset return process. During device evaluation, the instrument channel had foreign objects/deposits. In addition, the charged coupled device (ccd) unit was damaged causing image to have white dots. Theprobe cover (c-cover) and adhesive on bending section cover a-rubber were dirty. The connecting tube was deformed causing connection between the bending section and connecting tube to not be secured. Also, the angle wire was worn, causing bending angle in the up direction to not meet standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The colovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the scope internal channel had foreign matériel exiting from the channel. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Olympus will continue to monitor field performance for this device.